Manufacturer narrative:
Product analysis: analysis confirmed that the unit was dropped; the upper case was broken and the encoder was pushed inside of the external pulse generator (epg). The output connector assembly was broken, and the keypad was scratched. The lower case and main seal were contaminated. The display wires were pinched, and the insulation was compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.